Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20feb2019. Philips field service engineer (fse) replaced the printed circuit board assembly, video graphics assembly controller to resolve the issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that lines were observed on the display. There was no patient or user harm reported. The event date was not specified; estimate used.